Event description:
It was reported the software was updated via (B)(4) recently and it showed appropriate software. Customer turned the programmer on and it showed no software available but did show last update. The programmer will not interrogate devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; device had a software update issue; no device software is listed in programmer and programmer will not interrogate. Programmer has a window come up stating that device does not have a software application installed. Hard drive reimaged and software reloaded to resolve issue. Analysis found the display assembly drops down; lower display hinges found damaged. Analysis also found the system fan is noisy. (B)(4).